Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the patient's right ventricular lead. The night before the revision procedure, the patient experienced several inappropriate high-voltage shocks due to noise on the lead. In the procedure on (B)(6) 2019, the physician did a peripheral contrast injection on the side of the original implant, and observed under fluoroscopy. Though the vessel looked somewhat occluded, the physician tried to gain access but was not successful in passing a guide wire. A new system was implanted on the right side. The existing leads were capped, and the device explanted. The patient was stable before, during, and after the procedure.